Event description:
Rep reports a pending alarm. Caller states she sees a motor stall occurred on (B)(6) 2010 prior to implant and recovery in the logs for (B)(6) 2010. Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a pump problem occurred. An alarm was occurring, which was determined to be a pending alarm. The representative saw a motor stall occurred on (B)(6) 2010 prior to implant and recovery in the logs for (B)(6) 2010. The representative did not see a dialogue box pop up upon initial interrogation. The aah software card was the card being used. It was stated that the pump was implanted on (B)(6) 2011 and an alarm was occurring. The representative did not know the drug, concentration, or dose being delivered by the patient¿s pump. It looked like the stall and recovery happened prior to the pump implant on (B)(6) 2011. It was stated that the patient was fine per the following healthcare provider (hcp). The pump was working as intended. Additional information was received from a consumer on 2017-jul-10. It was reported that the pump alarmed when they first got the pump ((B)(6) 2011). It was stated that ¿they hadn¿t reset it¿ or something. The patient got home and about two hours later, the pump started to alarm. The consumer stated that they didn¿t do something with the pump, so it started to alarm. There were no symptoms reported. It was stated that nothing was in the pump. There were no further complications reported or anticipated.